Event description:
Additional information was received confirming the item was broken during patient use, but the patient was not harmed.

Manufacturer narrative:
Additional information: b5 and h6 - health impact codes.

Event description:
It was reported, that the device was leaking from luer lock port, "cracks/shattering" of the male luer lock connector at the end. Cracking was occurring, during reconnection after a line disconnect. Visible cracks found after connecting, disconnecting and reconnecting port. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.